Manufacturer narrative:
(B)(6). Report source-foreign. The event(s) occurred in (B)(6). Report source- literature: laflamme, mélissa, et al. ¿retrospective cohort study on radial head replacements comparing results between smooth and porous stem designs.¿ journal of shoulder and elbow surgery, vol. 26, no. 8, 2017, pp. 1316¿1324., doi:10.1016/j.jse.2017.04.008. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal entry that 64.3% of patients were reported to have exhibited osteolysis greater than 2mm in conjunction with the explor porous stem. Attempts have been made and no further information has been provided.